Event description:
The manufacturer received information alleging an o2 regulation, a high o2 inlet pressure, and service required alarms occurred. There was no harm or injury reported. During the evaluation of the device by a philips remote service engineer, the complaint was confirmed. The trilogy evo 3 way solenoid valve, trilogy evo proportional valve (aecm), trilogy evo obm subassembly, and trilogy evo system board need to be replaced to resolve the issue.